Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, occurred during a robotic prostatectomy procedure. Surgeon resorted to suturing in order to complete the case. Exact delay was not calculated but a significant delay in surgical time was experienced.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one handle. Visual inspection of internal components revealed sheared teeth on the firing rack. Functionally the instrument was successfully loaded with a reload. During the firing cycle, skips were audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a procedure. There was a loud cracking sound and it did not staple. There was patient involvement. There was no medical intervention required and no patient injury.